Event description:
It was reported that the lead exhibited high/unstable/unmeasurable thresholds, no capture, high resistance, and that the lead may have dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The lead proximal conductor was distorted and had blood / body fluid. The outer insulation was breached cut. The full lead was returned for analysis.